Event description:
It was reported while using bd alaris extension set the infusion line was occluded and set off the pump alarm. The following information was provided by the initial reporter: patient's alaris pump was alarming "occluded" for the lipid transfusion only; patient continuously has tpn and lipids infusing. Upon troubleshooting, the infusion line was disconnected from the lipid filter and immediately began pouring out of the line due to build of the lipid. The lipid filter was changed out to a new filter and the infusion continued with no alarming or occlusion noted.

Manufacturer narrative:
One sample returned for investigation. No defects or damages were observed on the set. The samples was then primed and infused at a rate of 125 ml/hr and no issues or alarms were seen. The customer complaint could not be replicated. A root cause could not be determined as the failure could not be replicated.